Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an laparoscopic sleeve gastrectomy, the device had an issue. They tried to place a reload into the stapler and it didn't fit. When closing the jaw to the stapler, they couldn't get the jaw back open. The stapler was not used on the patient.